Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 220 mg/dl, 110 mg/dl. 126 mg/dl, and 70 mg/dl the comparisons were performed on different dates. Customer reported low blood glucose symptoms during the 2nd comparison (he was able to self- treat). Customer states the cap may have been left off of the test strip vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.